Event description:
Loss of osseointegration, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant wasn't completely covered by bone, infection, pain, bleeding, inflammation, mobility, suspected of peri-implantitis. Patient is smoker. Same patient as (B)(6).